Event description:
The company received information that suggested that the pilot balloon on the device deflated while in pt use, the pt was re-intubated and there was no pt harm. The customer did not know the lot number of the product but will return the product sample for evaluation.